Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional later reported rupture discovered during surgery. Device has been explanted.

Event description:
Healthcare professional reported, right side exchange from textured to smooth implants, due to the patients concern with the product. Healthcare professional, later reported, rupture. Discovered, during surgery. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional later reported rupture discovered during surgery. Device has been explanted.